Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device. Visual and functional evaluation of the loading unit found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during pneumothorax, when cutting lung tissue, the reloads cannot be fired. The surgeon was able to press the green button but unable to squeezed the handle. Changed the reload to complete the procedure. There was no patient injury.